Event description:
It was reported that the patient came to the clinic after exchanging their controller at home for an unclear reason. It was suspected that the patient had a yellow wrench alarm and panicked. Review of the log files showed backup battery faults beginning on (B)(6) 2023 at 8:0009. At 8:05:06 the driveline was disconnected. At 8:05:22 the driveline was reconnected. At 8:05:40 the driveline was disconnected again.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm can be confirmed based on the data contained in the provided log files. The event log file contained data recorded from (B)(6) 2023 to (B)(6) 2023. The data captured on (B)(6) 2023 at 8:00 revealed a backup battery fault alarm activated due to the battery not passing the load test. The data recorded 5 minutes later (8:05) revealed a driveline disconnect alarm and the pump stopped. Approximately 13 seconds later, the driveline was reconnected and the system initiated operation at the set speed. The driveline was disconnected again 21 seconds later and the pump stopped. The backup battery fault and driveline disconnect alarms remained active until the end of the log file. There were multiple unsuccessful attempts to shut down the controller where the alarm silence button was also pressed. The system controller was not returned for evaluation. The root cause for the backup battery fault alarm was not determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. The document contains a warning regarding the importance of the external power source during a controller exchange: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.